Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 40s mg/dl. The customer treated with a bottle of coke. The customer stated that he did not get medical attention. The customer stated that he wanted to see how the change of settings will effect. The customer was assisted with programming the pump.